Event description:
It was reported that the programmer was not able to communicate with device before implant. Another device was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed with no anomalies found. Additionally, performance data was collected from the device and analyzed with no anomalies found.